Manufacturer narrative:
The event date has been approximated to (B)(6) 2015, as mentioned in the event that the patient had vaginal discharge, bleeding, and abnormal odor in (B)(6) 2015. However, it is unknown when was the exact date of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during a vaginal mesh in anterior wall, posterior intravaginal slingplasty (p-ivs) and transobturator tape procedure performed on (B)(6) 2006. According to the complainant, in (B)(6) 2015, the patient experienced an increase in vaginal secretion/discharge, bleeding and abnormal odor. Subsequently, on (B)(6) 2016, mesh exposure was observed during a consultation doctor visit. On (B)(6) 2016, the patient underwent resection/cutting of the exposed mesh in the vagina in the operating room and was subsequently reported to be progressing.